Event description:
It was reported that there was normal battery depletion and a replacement due to end of life, and there also appeared to be a nick in the insulation of the lead about one inch from where the lead inserted into the implantable neurostimulator (ins) header block. It was noted that the physician made the decision to replace the lead as well. The case was completed without incident and the patient was successfully programmed. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v138159, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.